Manufacturer narrative:
Concomitant products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial# (B)(4), product type programmer, patient; product ID 3998, lot# j0406095v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was reported the patient got a 'kick in his foot' when the stimulation was set at 1-2 volts. It was also reported the patient had surgery on his spine three weeks prior to report and the healthcare provider recommended getting the patient's stimulator adjusted. It was reported the patient felt the stimulator was working 'okay' after the operation and then the patient couldn't get the device to 'work right' for the three days prior to report. The patient was redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).